Manufacturer narrative:
The calibration and qc were acceptable. An instrument problem can be excluded because, although results between samples differ, the results from each sample are reproducible. The investigation determined the event was due to a preanalytic issue at the customer site.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received discrepant lipc lipase colorimetric and amyl2 -amylase eps ver.2 results for one patient with the cobas 8000 cobas c 701 module. Sample 1, the initial lipase result was 858 u/l. The initial amylase result was 400 u/l. These results were reported outside the laboratory. That evening the patient went to the hospital and another blood sample (sample 2) was taken with a lipase result of 60 u/l. The patient did not receive any treatment due to the discrepant elevated lipase result. On (B)(6) 2021, sample 1 was repeated with a lipase result of 835 u/l. Another sample drawn at the same time as sample 1 was also tested with a lipase result of 683 u/l. Sample 2 was rerun at the laboratory with a lipase result of 60 u/l and an amylase result of 110 u/l. The lipase reagent lot number was 527688 with an expiration date of 30-jul-2021. The amylase reagent lot number and expiration date were requested but not provided. This MDR is being submitted in an abundance of caution.